Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 330 mg/dl. The customer stated that the bg level was high due to the dialysis. The customer changed the cartridge, tubing and infusion site. The customer indicated that the remaining bolus would be delivered.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.